Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they found that the battery was working properly however replaced keypad for unresponsive battery indicator and unresponsive buttons on the keypad. Unit now functioning properly. A review of the device history record for sn (B)(6) was performed from date of manufacture 02/19/2019 to present date 01/07/2021 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the keypad - unresponsive key ("system on" button). The customer reported problem was not confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA# 1120033 pcu unresponsive keys.

Event description:
It was reported that an unknown battery issue occurred with the device. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that an unknown battery issue occurred with the device. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that an unknown battery issue occurred with the device. No additional information was provided. There was no patient involvement.